Manufacturer narrative:
The insulin pump passed self test and displacement test. No unexpected hardware low-level failures alarms noted during testing however, hardware low-level failures alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace at on the keypad assembly. No unexpected motor noise or clicking noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the device had recurring hardware low level alarms and the insulin pump was making a clicking sound. The device failed self-test during the call. The customer¿s blood glucose during the incident was unknown. The device will be returned for analysis.